Event description:
It was reported that the device failed the latch lock test, the device evaluation found the latch lock sensor to be damaged. The event occurred during implementation and is an out of box failure.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged latch lock sensor was the root cause and was replaced. The device's event history log was reviewed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.